Event description:
This case was reported by a consumer and described the occurrence of bloating in a male pt who received triple salt dental adhesive gel (super poligrip extra care with poliseal) for a denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started triple salt dental adhesive gel. At an unk time after starting triple salt dental adhesive gel, the pt experienced bloating, decreased sodium, diverticulitis, difficulty breathing, constipation, gas and expired drug used (expiry 2009). The pt was hospitalized. At the time of reporting, the outcome of the events was unk. The consumer initially called to state that he has been obtaining samples of poliseal from his dentist for a few years and has just now realized that it contains zinc. During the conversation, he stated that a lawyer may be contacted because he was admitted to the hospital on seven different occasions over the last two months for the events of bloating, low sodium, diverticulitis, unable to breathe, constipation, and excess gas. He also stated that he has indeed been using excessive amounts of the product to compensate for an ill-fitting denture. The pt disconnected the call before contact info could be obtained; therefore, this case is lost to follow-up.

Manufacturer narrative:
The MFR number for this case is 9681138-2012-00073. Super poligrip is mfg in (B)(4). The lot number for the product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).